Event description:
It was reported that a perforation occurred. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the wds and was were snapped together, contrast was injected through the delivery catheter, which showed a perforation. Act was 301. At this time, the system was removed from the body and protamine was administered. A transesophageal echocardiogram showed a pericardial effusion behind the laa. Act was repeated and measured 161. No interventions were performed. The patient was observed for 50 minutes without change in effusion. Patient remained stable throughout and was discharged. Plans to reschedule the procedure at a future date.